Event description:
It was reported that the right ventricular lead was fractured. It was removed and replaced by another lead of the same type. No patient complications were reported as a result of this incident. It has been further reported that the lead also showed noise and the patient received inappropriate shocks.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Additional information on this lead has been sent in at this time. Evaluation summary: (B)(4) proximal conductor fractured; full lead returned and analyzed. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.

Event description:
It was reported that the right ventricular lead was fractured. It was removed and replaced by another lead of the same type. No patient complications were reported as a result of this incident.